Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d, implanted (B)(6) 2019; evolutr-29-us aortic valve, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting high pacing thresholds. The lead remains in use. No patient complications have been reported as a result of this event.